Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179582011, implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, lot# n179582011, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient was undergoing a posterior spinal fusion and a portion of the catheter needed to be removed to do the procedure. They were unable to retrieve the portion distal to where it was cut so they opted to leave it in place. A new catheter portion of approximately 19cm was then implanted and connected to the remaining existing catheter. A priming bolus was then programmed. The patient was still in surgery at the time of the report so there had been no symptoms yet to report. They reportedly planned to prime the catheter and restart the pump at the same rate shortly. The device system was used to deliver baclofen. It was later reported that there were no issues reported with therapy from the procedure. The patient recovered and was receiving effective therapy. The health care provider (hcp) had planned to not change any of the catheter during the fusion surgery, if they could help it, but ¿during the dissection of the spinal fusion the catheter which was exposed that we could see thru the posterior spinal wound became cut¿. The hcp then simply attached a new intrathecal catheter to the part of the old catheter seen posteriorly. It was reported ¿we never had to do anything more, left the old catheter which was going around the abdomen and left the old catheter connector to the old pump all as is.¿